Event description:
It was reported that the patient presented to the hospital due to fainting. It was noted that the lead exhibited pacing failure and oversensing. Noise was detected when pocket manipulation was performed on the pacemaker pocket and when the left arm was moved up and down. A lead fracture was suspected. The device was reprogrammed and a temporary pacemaker was placed. It was further reported that the lead exhibited undefined impedances and neither pacing or sensing was possible. The lead was abandoned in the patient and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.